Manufacturer narrative:
Concomitant products: product ID: neu_ens_stimulator, product type: external neurostimulator.

Event description:
Patient stated his wires were bloody and loose after procedure. Patient was getting an error message on controller indicating that their leads were not connected. Caller believed that this was happening because the wires had already come loose. Patient believed this because when they left trial implant surgery, that was really bloody and the blood was not controlled before area was all taped up. Patient stated that the day before yesterday they felt the tape was loose so they cut off the tape and replaced with new tape. Patient noticed the old tape was covered in blood. Patient had been frustrated with medtronic and might just have the whole thing removed and stop the trial because they were really disappointed.